Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-01438. The patient received his scs system, including two percutaneous leads, on (B)(6) 2011. It was reported that the patient fell and subsequently lost stimulation in his low back. He stated that he only felt stimulation in his legs. An x-ray revealed that the leads had migrated. The physician revised the leads on (B)(6) 2011, and the patient reported effective stimulation coverage postoperative. No further patient complications were reported.